Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father called to report a compromised force sensor system alarm. The customer's blood glucose level was unknown. The caller was advised to not let the customer use the insulin pump any longer, and to contact the hospital since the device was out of warranty. No further details were provided.